Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a large air bubble was observed in the luer lock. The customer's blood glucose level was 350 mg/dl. The customer delivered a correction bolus. The contact was able to prime out the air bubble and the customer resumed insulin. Additionally, it was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 190 mg/dl. Reportedly, the customer has a backup pump available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however the alleged air bubble could not be evaluated as the cartridge was not returned for investigation.